Event description:
It was reported that while in the coronarography unit, the md inserted a super arrow-flex (saf) sheath into the pt's femoral artery. As the intra-aortic balloon (iab) was being inserted into the sheath, the iab became stuck. The md removed the iab and the sheath as one unit. Another kit was requested by the md. Iab was prepped and the fiberoptix sensor (fos) slide was inserted into the pump, however, the fos was not recognized by the pump. As a result, the iab was used "in automatic mode." Additional information received on 07/28/2010 from the sales rep stated "the pt died on (B)(6) 2010 but the cardiologist certifies that there is no link between the incident and the death."

Manufacturer narrative:
(B)(6). Sample will not be returned for evaluation.